Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Further info was received from the fse indicating that the system froze and locked up. No pt serious injury or death was reported related to this event.